Event description:
It was reported that the patient presented with chest pain and had angioplasty of the heavily calcified, distal left anterior descending artery. After deployment of the 2.5 mm x 15 mm xience prime stent a dissection was noted proximal to the stent. A 2.5 mm x 18 mm xience prime stent was deployed to cover the dissection. The patient was reported in stable condition and doing fine. It was noted that the procedure lasted for 115 minutes; however, there was no reported clinically significant delay. The patient was discharged 3 days post procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse patient event as listed in the xience prime instructions for use and states that implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent, and may cause acute closure of the vessel requiring additional intervention. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.